Event description:
It was reported a poly disengagement from locking mechanism lead to metal on metal articulation between oxinium femur and primary tibial baseplate. Patient needed a revision surgery to remove components.

Manufacturer narrative:
(B)(4).